Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no sample was received. No manufacturing issues were experienced during the production of these products. The syringe is designed to pushing the plunger rod down while expelling the solution then be disposed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9274698 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger pulled out of the syringe during use. The following information was provided by the initial reporter: material no: 306547 batch no: 9274698. It was reported that the plunger pulled out of the syringe while flushing a patient's dialysis needle. Event description per email from customer states: I received another issue on the 10cc prefilled posiflush syringe. I know the bd team was here in december but I do not think they were able to replicate the issue.